Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that two days post implant procedure, the patient experienced an epidural hematoma and loss of sensation in the lower extremities. The patient underwent a system explant procedure where the implantable pulse generator (ipg) and lead were removed. The patient was doing well postoperatively and gaining the feeling back in the lower extremities. The explanted devices were retained by the hospital and were not returned to bsc.